Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small long-strand particles were found in the 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 01, 2022 - july 03, 2022. H10: the device and a photograph of the sample were received for evaluation. The actual device was received only partially filled with a liquid solution. Visual inspection was performed and no particulate matter could be observed in fluid pathway of the actual container. The fill port connector cap was removed and no issue was observed of actual sample. The photograph was reviewed and a white elongated polymeric appearing particle possibly of fill port material was observed inside the fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.